Event description:
Pump alarmed and displayed "door open". That means the tubing is not installed properly that was corrected. The pump then quit working-acted like it "froze up". This is all the info rptr could get from rn. Called I-flow and sent the unit back. Intravenous medication was a morphine infusion for pain management in a hospice pt.